Event description:
Twenty ventilators removed from svc due to inaccurate tidal volume readings resulting from defective exhalation sensors and alarm audibility problems. Four pt occurrences reported to co. The pt required acls and was successfully resuscitated with a questionable change in neurological status. Cardiac alarm sounded at nurses station. The pt was found disconnected from ventilator with ventilator alarm sounding which was not heard at nursing station. Pt was on strict isolation with door closed. A pt located opposite nursing station with door opened was found disconnected from ventilator, alarm inaudible. Resuscitation unsuccessful. Could not establish with certainty if death related to disconnect or to pt's severe multiple cardiac problems. Ventilator was stacking breaths, no pt distress. Ventilator alarming inaudible to staff. The pt was in an open cubicle. No pt sequelae from this event. Replacement of exhalation sensors and modification of alarm system in process. Pacemaker atrial "j" pacemaker leads - recall.